Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, due to lack of lot number a batch record review could not be performed. The manufacturer provided a (B)(4) review from (B)(4) 2010 to (B)(4) 2012 of related product changes as well as a review of manufacturing/facility issues and stated there have been no related product changes nor manufacturing/facility issues that would have affected production of this product since 2010. Sample was not received and therefore, a review of the data associated with this complaint category revealed no adverse trends. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. If a sample is received, this case will be reopened and investigated accordingly. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, due to lack of lot number a batch record review could not be performed. The manufacturer provided a two year review from (B)(6) 2010 to (B)(6) 2012 of related product changes as well as a review of manufacturing/facility issues and stated there have been no related product changes nor manufacturing/facility issues that would have affected production of this product since 2010. Sample was not received and therefore, a review of the data associated with this complaint category revealed no adverse trends. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. If a sample is received, this case will be reopened and investigated accordingly. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number was updated from unspecified to 17011sg s1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Based on the quality investigation, due to lack of lot number a batch record review could not be performed. The manufacturer provided a two year review from (B)(6) 2010 to (B)(6) 2012 of related product changes as well as a review of manufacturing/facility issues and stated there have been no related product changes nor manufacturing/facility issues that would have affected production of this product since 2010. Sample was not received and therefore, a review of the data associated with this complaint category revealed no adverse trends. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. If a sample is received, this case will be reopened and investigated accordingly. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number was updated from unspecified to 17011sg s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Device was returned and visually inspected. Device history review of the batch records for the toothbrush lot 17011sg s1 did not indicate any deviations in the manufacture of this lot. There were no manufacturing or facility atypical events, deviations or non-conformances. There were no related product, process or facility changes. A retain sample was visually inspected and met all specifications. The returned toothbrush lot was manufactured according to the specification. A review of the trending data by product and complaint data revealed no adverse trends and no trend involving this lot number. The device history review and visual retain evaluation for lot number 17011sg s1 was acceptable. No adverse trends were noted with this product or lot. Although the returned sample received was broken, the product defect was not due to a manufacturing occurrence. The break occurred due to high compression forces at the thinnest point on the handle. Based on the investigation performed, the disposition of this complaint was undetermined. Monitoring of complaints would continue. This report remains a reportable malfunction case in the united states.